Event description:
Immediately following implant of the pacemaker, the device was interrogated for programming, but was in backup vvi mode. The procedure was completed with the device explanted and replaced and the patient was stable.

Manufacturer narrative:
As received, the device was in bvvi. The device image was corrupted and reason for bvvi is unknown. The device code was downloaded successfully. Analysis performed, including thermal and mechanical stressing of the device, did not find anomalies, and battery voltage was still in the range of normal operation. Device was monitored for several days at room temperature. Interrogation of the device showed it to be in normal range of operation. Bvvi reset could not be reproduced.